Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the left anterior descending artery (lad). The lesion was predilated with an unspecified balloon and then a 2.50x20mm promus element stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal end of the stent had bunched up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal end of the stent had bunched up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).